Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old female patient, the device did not detect the attached electrode pads and failed for high impedance. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly self-test and shock escalation testing without duplicating any fault to the device. The errors were cleared prior to receiving the device. An internal inspection of the device found no discrepancies. The main board was replaced as a precaution. The device was recertified and returned to the customer. The pads used at the time of the report were not returned. Analysis of reports of this type has not identified an increase in trend.